Event description:
Surgeon advised that ti click'x locking caps for ti 3-d heads and ti 3-d heads for ti click'x screws popped off the rods post operatively. Pt was implanted t9-s1 and was returned to the or where the surgeon removed the screws at l5-s1, replaced the and added pelvic fixation. This is report #2 of 2 for the same event.

Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date cannot be determined without a lot number.